Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in two pieces. Visual inspection revealed external abrasion breaching the outer insulation proximal to suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.